Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed. Pod download data showed that the device ran 47 first prime pulses and was deactivated by the user at the end of second priming at 57 pulses. Although inspection of the needle mechanism assembly found no damages or defects that would result in the failure to deploy the needle/cannula , a root cause for the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod both the needle and the cannula had deployed early prior to placement of the pod at the patients infusion site. The patients reported blood glucose level was 149 mg/dl. The pod was not worn.